Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: missing o-ring was completed. Defective o-rings replaced. Short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed. According to service manual. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test according to iec 60601-1 completed functional test according to test procedure completed. Unit safety test (iec60601-1 / din en 62353) performed. According to manufacturer's final test procedure with reference accessories. As per the input check report there was missing/defective o-rings and short circuit in the cable. The root cause of the issue reported is undetermined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Event description:
It was reported by the affiliate in (B)(6) that during pre-surgery to an unknown procedure, it was observed that the micro tornado hp w handcontrol device was missing o-rings. There was a 15-minute delay in the procedure. It was reported that a spare device was available for use to complete the procedure successfully. It was reported that the missing components were not found and did not fall in the patient's cavity. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.